Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient stated she only had one day left and was alarming in (B)(6) 2015. The patient stated she had the worst time in the world and they put her on oral medications during that time, which was awful. The patient stated that the last time it was so awful. The patient moved out of state and moved back and the healthcare provider (hcp) who implanted the pump wouldn¿t see her and the patient stated she didn¿t understand why they would need to take her as a new patient. The alarm was going off. The insurance called to help speed up the process then they decided they wouldn¿t take the patient and the patient didn¿t understand why because she had a good relationship with the hcp prior to leaving. The patient stated the pump medication related to the event was the same as it was now, they never changed anything. The patient did not know the name, dose, or concentration of the medication. The patient stated that the process of finding a hcp had been terrible. The patient did not have any issues with the hcp himself, but speaking with the people in those offices was the issue. The patient had a hcp she saw twice in the other state. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.